Manufacturer narrative:
H3: product analysis of ped-350-30, lotno:b325538 found he pushwire returned extending out from catheter hub. No bend was observed on the pushwire. The distal hypotube and ptfe shrink tubing were intact with no signs of elongation. The distal and proximal dps restraints were intact. The dps sleeves were intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The distal and proximal ends of pipeline flex braid were fully opened and damaged. In addition, the middle section of braid was open and no damage. No flash or voids molded were observed in the hub. No damage was found with hub. The phenom 27 catheter body was accordioned from ~5.0cm to ~9.0cm from the catheter hub. In addition, the catheter body was torn at ~11.5cm from distal end. The phenom 27 distal tip and marker band were examined; and no damages were found. No other anomalies were observed. For further examination, the pipeline flex device was pushed out from the catheter without issues . The total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out from the distal tip. An in-house mandrel was inserted into the phenom 27 micro catheter hub and catheter lumen without issue; however, the resistance observed at the damaged locations. Based on the analysis findings, the pipeline flex was not confirmed to have failure to open as the distal and proximal ends of the braid were found fully opened and damaged. In addition, the middle of the pipeline flex braid was found to be fully opened and no damage. However, based on the analysis findings, the pipeline flex and phenom 27 catheter were confirmed to have resistance as the returned pipeline flex was returned within the phenom 27 catheter. In addition, the pipeline flex and the phenom 27 catheter were found to be damaged. From the damages seen on the catheter body (accordioning/torn), and pipeline flex braid (fraying); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex shield through the phenom 27 catheter against resistance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received that it was clarified the report that the "pipeline could not be pushed further when it was deployed to one-third of the way" was referring to incomplete opening of the device. There was resistance in the proximal and distal sections of the catheter. The coil did not come out of the introducer sheath smoothly. The catheter was found kinked. The pipeline did not open in the middle section. The pipeline had not been placed in a vessel bend when it failed to open. There were no additional steps or other devices attempted to open the pipeline.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the angiography showed a left middle cerebral fusiform aneurysm. Phenom27 ((B)(6)) was placed under the guidance of the guidewire, and then the microcatheter echelon45° reached the aneurysm cavity, and ped-350-30 ((B)(6)) was used. The stent was pushed out the phenom27 catheter, but it could not be pushed further when it was deployed to one-third of the way. After many attempts to no avail, the stent could not be withdrawn from the phenom27 catheter. The entire system was selected to be withdrawn from the body at the same time. Replaced with the new phenom27 catheter and placed it in place. Ped-375-30 was implanted. The stent was successfully placed. After the stent was half deployed, one qc-6-20-3d ((B)(6)) was filled in through the microcatheter. The first formation of the hoop was not ideal. The surgeon retracted the spring coil to re-form the hoop. However, when pushing the spring coil again, the resistance was great. After the coil was withdrawn from the body, it was found to be stretched. The surgeon was worried that excessive operations would increase intraoperative risks, so he withdrew the microcatheter, deployed the stent, and simply implanted the stent without implanting the coil. The angiography showed that the stent was well adhered to the wall and there was obvious contrast agent retention in the aneurysm, so the operation was completed. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing surgery for treatment of a fusiform, unruptured left middle cerebral artery m1 segment aneurysm with a max diameter of 5.4mm and a 6.2mm neck diameter. The access vessel was the bilateral femoral artery with a diameter of 5.0mm. The landing zone was 2.5mm distally and 3.4mm proximally. It was noted the patient's blood flow was normal and vessel tortuosity was normal. Dual antiplatelet therapy (dapt) was administered. The angiographic result post procedure showed the stent was well adhered to the wall and the contrast agent was retained obviously in the aneurysm.